Event description:
As reported by an edwards lifsciences field clinical specialist, regarding a 23mm sapien 3 ultra valve in the aortic position. When deploying the valve the valve did not fully expand. There was only 12cc of dye removed from the 23mm commander delivery system balloon. The 23mm commander delivery system was removed. The removed system was prepped with nominal volume on the back table, upon assessment, the volume was leaking out around the distal end of the balloon shaft. A new system 23mm commander delivery system was prepped and dilated the valve with full volume. Valve was then fully expanded, echo gradient 4mm hg, no pvl. Patient stable with no issues. When prepping the first 23mm commander delivery system there were no abnormalities and the system prepped easily and was fully de-aired.

Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was evaluated, and the following were observed: during de airing, no leakage was observed at the distal end of the balloon. However, leakage was found on the balloon shaft under the colored strain relief instead. Engineering removed the colored strain relief and the leakage was observed from a damaged section of the balloon catheter with exposed braiding, just distal to the y connector. De airing was performed on the returned device to verify the leaking source. Leakage was observed on the balloon shaft under the colored strain relief. Due to the nature of this complaint, no applicable dimensional testing was performed on the returned device. Imagery was received for review. 3mensio was evaluated and the following were observed: calcification present on the landing zone. No abnormal tortuosity observed. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed through returned device evaluation. However, the presence of a manufacturing non conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. Additionally, a review of IFU/training materials revealed no deficiencies. During product evaluation of the returned device, leakage was observed from under the colored strain relief, and upon removal of the strain relief the leak was observed to originate from damage to the balloon catheter shaft with exposed braiding, just distal of the y connector and whitening of the balloon shaft was observed around the exposed braiding, which is indicative of bending. During manufacturing, the work order underwent 100% inspection for any leak channels on the balloon shaft to y connector adhesive bonding area. Additionally, balloon catheters were 100% leak tested. All selected units passed the hemostasis leak test, de airing, and balloon inflation/deflation tests during pv testing. In this case, there were no manufacturing non conformances noted on this lot release. In addition, no abnormalities related to delivery system leakage during device preparation were reported. Therefore, it is considered unlikely that an edwards manufacturing deficiency was present prior to device handling, or contributed to the reported device leakage. It is possible that device manipulation during the procedure, such as torquing or bending of the proximal balloon shaft at or near the y-connector, caused damage to the balloon shaft. Whitening of the balloon shaft around the leak path further supports that the device was likely bent. Bending of the delivery system may lead to delivery system leakage, as the intended fluid pathway can be compromised, and subsequently resulting in the observed leakage and reported incomplete inflation during deployment. As such, available information suggests that procedural factors (damaged balloon shaft due to device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.